Event description:
It was reported that the pt developed severe gastrointestinal issues associated with neurostimulation therapy. Symptoms included stimulation in her stomach wall, nausea and flu-like conditions. She was unable to eat for a month. It was also reported that she had some of these issues prior to implant. The hcp did not attribute the events to the implantable neurostimulator system. The pt had narcotic-related gastrointestinal symptoms. She had lost stimulation coverage to painful areas. The lead was revised. There was no injury associated with the event.

Manufacturer narrative:
(B) (4).